Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v443435, implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 235870002, implanted: (B)(6) 2010, product type: accessory. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the connector pin was broken.

Event description:
It was reported that the recharger was not charging. The patient had her husband state that the connector pin was very loose. The recharger was charging. It was noted that the reason for the report was the recharger was not recharging. The event started sometime in (B)(6) 2015. The patient was hurting because they could not recharge. The patient was still having difficulty recharging even though they received a replacement recharger. The patient was just trying to work with it however it seemed that the connector was bent. The patient last felt stimulation on (B)(6) 2015. It was requested that the a/c power cord be sent along. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.